Manufacturer narrative:
(B)(4).

Event description:
This patient experienced phrenic nerve stimulation shortly after implant. The device was reprogrammed at discharge. The lead remains implanted. Patient will be reassessed at next follow up visit.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.